Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (water damage) has been confirmed.  Upon investigation the monitor was found to be contaminated.  The cause for the failure was isolated to contamination inside of the monitor pcas. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not hold charge) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p1 and p4 pads were loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery pack. Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not hold charge) has been confirmed. As received, the battery was unable to charge. Upon evaluation, the battery pack failed incoming testing. The battery cells were defective. The root cause of the defective cells was unable to be positively identified. No adverse event resulted from the defective battery pack. Device manufacturer date: monitor sn (B)(4): 01/30/2015, battery sn (B)(4): 08/06/2019, battery sn (B)(4): 07/17/2017.

Event description:
A us distributor reported that a patient's equipment had water damage, and the patient's batteries were unable to hold a charge.